Event description:
Boston scientific received information that this left ventricular (lv) lead was not capturing due to suspected dislodgement. The physician has elected to see how this patient responds to medications rather than doing a revision at this time. It was noted that the patient has been non-compliant with medications in the past, so he will encourage her to be more compliant and see how she responds. The physician does not want the patient to undergo another invasive procedure at this time. No adverse patient effects were reported.

Manufacturer narrative:
No other adverse events have been reported. This product issue will be udpated if additional information is received.

Manufacturer narrative:
(B)(4); additional details were received confirming this lead had dislodged into the coronary sinus and was high threshold measurements. During efforts to explant the lead, a fracture was identified suspected to have been the result of subclavian crush. The lead was explanted and discarded. No adverse patient effects were reported.